Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested from the user facility. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00632.

Manufacturer narrative:
Conclusion: product did not contribute to the event. Complaint history reviewed and analysis shows no trends for the item or lot number. Device history record reviewed and indicates the product met specifications when manufactured. Product not returned. Photos were provided and there was no indication that this component was loose. Based on the information provided, no product related issue was detected.

Event description:
Allegedly revised due to pain and noise.